Manufacturer narrative:
It was previously reported that the device would not be returned. The device was subsequently provided. This report has been updated to reflect the corrected information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available

Event description:
The valve was implanted to the patient via vp-shunt about five years ago. Initial setting was unknown. The patient went stale since beginning of (B)(6) 2017 (there was external injury). It was reported that the pressures setting was not able to be changed from 40mmh2o when the surgeon tried to change the setting. A big subdural hematoma was developed, and an emergency surgery was performed because of consciousness disorder (applied a shunt ligature). After 3 days, a revision surgery was performed via vp shunt due to dependence property hydroencephaly. The patient was (B)(6) female. The original disease is unknown. Current outcome: recovered. The product will not be returned to your site.

Manufacturer narrative:
(B)(4). The valve was returned for evaluation. The position of the cam when valve was received was 30mmh2o. The valve was visually inspected: it was found that the needle guard was missing and there were three cuts/tears in the silicone housing. The valve was tested for programming; the valve failed the test, the cam mechanism did not move during the programming process. The valve could not be flushed due to the missing needle base and the damage silicone housing. The valve could not be leak tested due to the missing needle base. The catheters were irrigated, no occlusion was noted. The valve could not be reflux tested due to the damaged silicone housing. The siphon guard could not be tested due to the damaged silicone housing. The siphon guard was removed. The valve could not be pressure tested due to the missing needle guard and the damaged silicone housing. The valve was dismantled and was examined under microscope at appropriate magnification: a crack in the valve casing was noted. Biological debris was found on the spring, spring pillar, ruby ball, seat of ruby ball, cam mechanism, and base plate. The root cause to the cuts/tears in the silicone housing, is like due to user interaction, as noted in the IFU silicone has a low cut/tear resistance. This issue has been previously investigated and concluded that silicone housing tears are not design related. It is unknown whether the condition occurred during removal of the device. In order for the housing tear to occur the user has to compromise the silicone through a nick or tear in order for the event to occur. Validation testing demonstrates a robust design. Testing has shown that if the silicone housing has been compromised, a housing tear is likely to occur. The root cause for the missing needle base is likely due to improper handling. The root cause of the programming problem reported by the customer is due to the biological debris found on the spring, spring pillar, ruby ball, seat of the ruby ball, cam mechanism, and base plate, as well as the valve receiving a hard knock. The root cause of the crack in the valve casing is likely due to the valve receiving a knock. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.